Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the bearing was not functioning. The assignable root cause was determined to be due to improper cleaning, care and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the bearing was defective on the battery handpiece device. It was determined that the device was in poor condition and internally outdated. It was further determined during the pre-repair diagnostics assessment that the device failed for development, general condition, marking and labeling, leakage, free moving and falling out protection (steal ring). It was noted on the service order that the motor on the device was running continuously. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.